Event description:
Reported blood glucose results of 30 mg/dl, 36 mg/dl and 379 mg/dl with a lifescan meter, performed within 10 minutes of each other. The patient did not have supplies to perform qc testing. Meter and test strips were replaced.